Event description:
(B)(4): customer report via phone to product monitoring that system lost fluoro during an unknown patient procedure. Procedure was completed without the use of live fluoro without incident. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) troubleshot customer report that the infimed system displayed an error, parity-memory parity, on the monitor when they attempted fluoro. The customer had reset the infimed tower before fse arrived which removed the error. Fse could not duplicate the error, but inspected the tower and memory boards, reseating the memory boards which were ok. Fse decided to replace the memory boards in the infimed tower, then tested the system for proper operation per hut service checklist qssrwi4.1. It pass and system was returned to full service by the customer.